Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash on her back. The patient reported using (B)(6) on the area. The patient reported that she consulted her doctor who advised her to remove the device periodically to allow her skin to dry. During a follow up the patient reported that her rash improved. There were no allegations of a device malfunction contributing to the irritation.